Event description:
On (B)(6) 2011, the patient reported experiencing insulin leaking from the infusion set. He stated the infusion set needle is coming away from the adhesive resulting in elevated blood glucose due to not receiving insulin. The patient did not measure his blood glucose but knew it had elevated due to the way he was feeling. He bolused to decrease his blood glucose. He noticed the issue a couple of months ago. The issue has not occurred with all of the infusion sets. He stated his is a mechanic and he moves around a lot. He requested an adhesive to keep the infusion site in place. He was sent replacement infusion sets and adhesive. The patient did not require treatment from a health care professional or second party to address the issue. Alleged infusion sets were requested to be returned for evaluation.